Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain.it was reported that the patient was admitted to the hospital on (B)(6) 2018 due to "stroke symptoms" which were clarified to be weakness and confusion. Follow up with the attending nurse confirmed that no stroke had occurred and the patient's CT scans were negative for stroke activity. They thought the pump might have been leaking. No diagnostics were performed on the pump at the time of the report. The patient's weight was provided. No further complications were reported.